Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by remote transmission the left ventricular lead impedance was out of range tripping the lead alert. The lead impedance has been high since implant. The lead remains in use. No patient complications were reported as a result of this event.